Event description:
Olympus medical systems corp. (Omsc) was informed by the non-healthcare professional that during an laparoscopic liver resection using the subject device with usg-400 and esg-400, the tip of probe was broken off inside the patient. The fragment was retrieved. The user cleaned inside the patient¿s abdomen. The intended procedure was completed with another device. There was no patient injury reported.

Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation and investigation. The probe was found to be broken off at 13mm from its tip. There was a mark in the probe which came in contact with the non-insulated area of grasping section and was abraded against it. The broken surface of the probe was checked. It indicated the probe had cracked from the contact mark then broken off. There was a mark in the non-insulated area of grasping section which came in contact with the probe and was abraded against it. The tissue pad in the grasping section was worn away. The device history record for the lot indicated no anomaly with the event-related items below. [Inspection] high-frequency output [inspection] appearance based on the results of analysis and the results of investigation in the past, a likely mechanism causing the reported event might be the following: 1.grasping thick and hard tissue at distal end of the grasping portion while activating output in seal & cut mode. The probe and the tissue pad came into contact at the proximal side of the grasping portion, causing the tissue pad to wear out. 2.since the tissue pad was worn out, the non-insulated area of the grasping section was contacting the probe. 3.the output was activating while the non-insulated area of the grasping section was contacting the probe causing scratches and the error occurred. 4.the device was activated in seal &cut mode or while grasping tissue. This applied a force to the scratched area of the grasping section, causing this area to crack. 5.a force was applied to the probe during the surgery causing it to break. The above device handling has warned in the instruction manual.